Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. The endoscope was analyzed and found to have a missing distal window. The complaint regarding the cracked lens was not replicated or confirmed. However, the missing distal window resulted in fluid invasion and subsequent major damage to optical components. The complete window is missing. Fragments of adhesive of the distal window are missing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope had a crack in the lens. The procedure was competed with no reported injury.